Event description:
A (B)(6) pt with breast cancer and suspected mets to hip was having a CT guided biopsy and the needle broke in the pt's hip. The needle broke while being extracted. Orthopedics was notified immediately. The pt was admitted and taken to surgery the next day where the remaining portion of the needle was removed, and an open biopsy of the left hip was performed. Unfortunately, the results were positive for metastatic breast cancer. The pt was discharged on (B)(6)2010 in stable condition. The MFR was notified and is sending a kit for the return of the broken needle. Diagnosis or reason for use: CT biopsy of left hip to rule out metastatic cancer.